Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer was instructed to wait two hours for sensor to wet, but issue persisted. Customer removed sensor and cannula was missing. Sensor would be replaced.